Event description:
This patient was having a robotic assisted hysterectomy and at the end of the procedure when removing the uterus, the uterine manipulator was visualized to be broken. An x-ray of the abdomen and pelvis completed without a metal foreign body reported by the radiologist. No harm to patient. FDA safety report ID # (B)(4).